Manufacturer narrative:
Results: the pet lock was separated on the proximal end of the pusher assembly. The pull wire was within its alignment feature and the embolization coil was intact with the pusher assembly. The embolization coil had offset coil winds. Conclusions: evaluation of the returned smart coil confirmed that the embolization coil was unable to be detached from the pusher assembly. During functional testing, while attempting to detach the smart coil using a demonstration handle, the braided section of the pusher assembly compressed when the pull wire was retracted. The smart coil was attempted to be detached manually but was unsuccessful. The braided shaft was undamaged; therefore, the root cause of the detachment issue could not be determined. Further evaluation of the device revealed that the pet lock was separated, and the embolization coil had offset coil winds. The damaged pet lock was likely a result of the detachment attempt during the procedure. The offset coil winds on the embolization coil was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of detachment issue. This report is associated with MFR report number: 1.3005168196-2020-01965

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01965

Event description:
The patient was undergoing a coil embolization procedure in the right p1 and p2 segments of the posterior cerebral artery (pca) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, the physician deployed and detached a smart coil in the target location using the microcatheter. The physician then advanced another smart coil into the target location and used the handle to detach it; however, the smart coil failed to detach after several attempts. Therefore, the smart coil and the handle were removed. The procedure was completed using two non-penumbra coils. There was no report of an adverse effect to the patient.